Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that high capture thresholds were observed on the atrial lead, even after multiple attempts at repositioning and at high outputs. The lead was exchanged and replaced. The patient was stable.